Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer stated that no drops of insulin were visible from the infusion set tubing, however the customer was unable to verify if the issue was related to the infusion set or the cartridge. The customer's blood glucose level was 300 mg/dl. The customer changed supplies and delivered a bolus via the pump. As the issue had occurred in the past, tandem technical support was unable to perform troubleshooting with the customer.